Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on their precision qid blood glucose monitor. The values, when plotted on a clark error grid, fall in to the "d" zone showing the difference in values to be clinically significant. There was no reported of death, serious injury or mistreatment associated with the event.